Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported for a month now they haven't been able to turn their stimulation off. They said they will turn stim off on controller, but will still feel the vibrations inside, even when controller says stim is off. Pt mentioned they can't sleep because it is vibrating so bad and has also tried decreasing the stim intensity to 1 or 0 but will still feel vibrating "like crazy". Pt said they went to the ER on saturday for the issue, turned stim off on controller for MRI, but pt was still feeling the vibrations. Pt also said they met with healthcare provider and was told to call to have a manufacturing representative (rep) meet with pt to try and fix device or pt will have to have it removed. The patient was redirected to their healthcare provider to further address the issue.